Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed power on reset (por) parameters with por for critical ram parity error, addr=0d15, data=46 on (B)(6) 2012. There was a patient alert for device circuit error on (B)(6) 2012. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported the device had an electrical reset when a critical ram parity error occurred. It was indicated the patient had been receiving radiation treatments at the time and has since completed the treatments. The reset was cleared and a manual charge time was completed. The device remains in use. No patient complications have been reported as a result of this event.